Event description:
It was reported the lithotripsy transducer was not delivering power. There were no reports of patient involvement.

Manufacturer narrative:
This report is being drafted to provide information based on the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.